Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the pacemaker had eroded through the skin. There was no sign of infection. The whole system was explanted and a new system was implanted on the right side. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.